Manufacturer narrative:
Patient information: requested, not provide. UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) no: k926214. Inspection of the actual sample: the actual sample upon receipt had been separated in the main body and the fragment. Visual inspection with a magnifying glass, and with an electron microscope:the overall length of the actual sample is the same as that of a normal product, and there is no defect in the actual product. (Visually) fragment: approximately 140 mm, main body: approximately 4360 mm, total: approximately 4500mm (regular product: approximately 4500mm). There is a shape that seems to have been torn off on the fractured part and the outer layer of the fractured part of the main body. [Magnifying glass] there is stretching on the outer layer of the fractured part and the fractured part of the main body. [Magnifying glass] there are wrinkles on the broken pieces and the outer layer of the main body. [Electron microscopic inspection] there are scratches in the longitudinal direction on the outer layer of the main body. [Electron microscopic inspection] after removing the outer layer, check the appearance of the wires with an electron microscope. There was no taper on the broken piece and the side surface of the broken portion of the strand of the main body, and it was flat. Both fracture surfaces have radial patterns. [Electron microscopic inspection] outer diameter: no abnormalities within our control standards. Manufacturing record and shipping inspection record of the actual product, no abnormality. There were no similar indications were found for the same type and same lot. Simulation test: for the fracture of guidewire, the following simulation tests were conducted based on our experience and knowledge. It is known that the state of the ends of fractured core wire presents some regularity as follows depending on the mechanism of the fracture. Continuous one-way torque load to a test sample kept in a curve shape. The fractured ends are not curved or deformed in taper shape, but radial pattern is observed on the fracture surface. Continuous torque load is applied in the same direction while the guide wire is straight there is a spiral pattern starting from the center on the fracture surface. From this result, it was considered that the state was different from the actual product. Repetitive bending load. The fractured ends are not curved or deformed in taper shape, but dimple pattern is observed on the fracture surface. One-way pulling load. The fractured ends have been deformed in taper shape. Pulling load to a loop-shaped test sample. The fractured ends have been deformed in taper shape and curved. Roughness on the tear surface. In this case, it was presumed that the strand of wire about 140mm from the tip broke due to metal fatigue due to continuous torque load while the actual product was in a curved state. After that, it was inferred that the outer layer was torn off due to pulling force caused during withdrawal, which resulted in the complete breakage into two portions. In addition, since the total length of actual sample including the fragment was equivalent to the normal product, it was inferred that there were no missing piece. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that they performed an endoscopic retrograde cholangiopancreatography (ercp) procedure. They delivered guidewire m and kaneka shoren together to find the bile duct. The guidewire m was rotated and protruding from the tip of the kaneka shoren. Once they tried to remove it from the body, the tip of the guidewire m did not move, but other parts could be removed. So, they inferred that guidewire m had been fractured inside the kaneka shoren. They carefully removed shoren, and guidewire m together. After that, another wire was used and the procedure was performed without any problems. No fragments remained in the body (recovered).